Manufacturer narrative:
This report is associated with (B)(4), polident.

Event description:
Hcp called to ask what to do because his patient swallowed a polident tablet. [Accidental device ingestion] case description: this case was reported by a physician and described the occurrence of accidental device ingestion in a patient who received double salt denture cleanser (polident) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident. On an unknown date, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident. Additional information, adverse event information was received on 06 march 2018. Hcp called to ask what to do because his patient swallowed a polident tablet.

Event description:
Case description: this case was reported by a physician and described the occurrence of accidental device ingestion in a patient who received double salt denture cleanser (polident) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident. On an unknown date, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident. (B)(4). Additional information, adverse event information was received on 06 march 2018. Hcp called to ask what to do because his patient swallowed a polident tablet. Follow-up information was received from the adverse event report form on (B)(6) 2018. The reporter (nurse) medically confirmed the previously reported information and provided demographic information of consumer which were updated in the case. The consumer started and stop drug on (B)(6) 2018.